Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. An internal inspection found that the analog board shields were loose. The analog board shields were reseated as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.